Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: 3 mensio calcification was observed on two leaflets. During manufacturing of the sapien 3 valve, the sapien 3 valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u and provides guidance on warnings. Accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Precautions, long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Potential adverse events, potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), device degeneration and valve regurgitation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration was confirmed by medical records. No manufacturing non-conformance was identified during evaluation. A review of DHR and device lot history did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years 5 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, approximately 4 years, 5 months post-implant of a 20 mm sapien 3 valve in the aortic position via transfemoral approach, the valve failed due to degeneration. A viv procedure is planned. Approximately 4 years, 5 months post-implant echo revealed ef 20-25%, ava 0.8, mg 23, pg 47, vmax 3.5, mod ai, severe mr & severe tr. And tee revealed small lvot 1.6 cm, restricted movement of ao leaflets with mod/severe ai, severe mr & mild/mod tr. Ef 20-25%, ava 0.6, mg 23, pg 47, vmax 3.2.